Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 468 to 500 mg/dl. Troubleshooting found that the drive support cap was normal and the site is changed every 2 to 3 days. It was found that the pump settings and basal rates are correct. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined to perform the high pressure test but pump passed the self test. The customer was advised to follow up with their doctor regarding the high blood glucose and monitor the pump.